Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient suspected that the battery was broken. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis of the returned device revealed that one light emitting diode (led) indicator was not responding when the gas gauge button was pressed. Supplemental testing revealed an abnormal connection between the gas gauge and printed circuit board (pcb). However, the battery was still able to charge and provide power to a test controller as expected. After the led connector was reinserted, all leds were able to light up. As a result, the reported display error was confirmed; however, the reported not charging could not be confirmed. The damaged led connection was most likely perceived by the patient as the reported not charging. The most likely root cause of the reported event can be attributed to an improper led connection during the manufacturing process. (B)(4) is investigating led failures on batteries. If information is provided in the future, a supplemental report will be issued.